Manufacturer narrative:
A quote was sent to the customer for onsite service but later expired. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a blower stalled error (error code 1134) occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.